Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced a significant spike in blood glucose levels, reaching approximately 400 mg/dl in the afternoon. The patient promptly administered a corrective bolus to address this high reading. Although the glucose levels initially decreased within about 30 minutes after lunch, they rose again later. Before dinner, the insulin delivery system was adjusted or replaced. However, despite administering another bolus at dinner time, the blood glucose levels did not decrease as expected. Instead, they increased once more to around 400 mg/dl. Infusion set was inserted in buttocks area. The patient experienced symptoms of diabetic ketoacidosis (dka) as a consequence of prolonged hyperglycemia. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-05881), was submitted on 10 apr 2025. However, based on the reassessment and investigation done on 19 jan 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.